Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro closure device was implanted. The patient was placed on dual antiplatelet (dapt) medication regimen. At the 45-day routine follow up, imaging revealed a device related thrombus (drt) on the face of the closure device. The physicians placed the patient on oral anticoagulant (oac) medication in response to the drt, and plan to perform an additional follow up transesophageal echocardiogram (tee) in a few weeks. No further interventions or patient complications were reported.